Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she went to bolus for her blood glucose of 476 mg/dl and the act button wouldn't work. Customer treated with a syringe. Customer was advised that the insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received with no button response due to lcd keypad connector unlocked. The insulin pump had minor scratched lcd window, cracked case near the display window corners, cracked reservoir tube lip and cracked lcd window.